Manufacturer narrative:
This report is for an unknown epoca total shoulder implant /unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date approximately six (6) or seven (7) years ago. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient underwent removal of an epoca total shoulder due to a progressive rotator cuff instability and a decreased range of motion in the shoulder. Patient originally underwent epoca hemiarthroplasty approximately six or seven years ago. There was no malfunction of the implant. The patient was revised to a non-synthes reverse total shoulder. Surgical outcome and patient status is unknown. This report is for an unknown epoca total shoulder implant. This is report 1 of 1 for (B)(4).